Event description:
This product meets the criteria for a 5-day MDR as described in the FDA's notice dated april 8, 2008 [to manufacturers and initial distributors of medical devices that may contain heparin or are heparin-coated], and abbott is submitting this 5-day MDR. Our investigation into this event is ongoing and a supplemental MDR will be submitted at the conclusion of our investigation. On the previous month, abbott point of care was contacted by a customer who reported an I-stat cardiac troponin I cartridge yielded a result of 0.18 ng/ml. Same sample repeated on plasma, a couple hours later, tested using laboratory equipment yielded a result of <0.012 ng/ml.

Manufacturer narrative:
Abbott has completed its testing of the heparin lots for products meeting the criteria for a 5-day MDR as described in the FDA's notice dated april 8, 2008 [to manufacturers and initial distributors of medical devices that may contain heparin or are heparin-coated]. The heparin lots identified in the apoc manufacturing process have passed the nuclear magnetic resonance (nmr) and capillary electrophoresis (ce) tests. Becton dickinson (bd) tube testing will commence pending the approval, by FDA, of the protocol.